Manufacturer narrative:
''Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-04709, 1627487-2020-04710, 627487-2020-04711, 1627487-2020-04712, 1627487-2020-04713, 3006705815-2020-01880. It was reported that patient was in a car accident and experienced ineffective therapy. Diagnostic testing revealed that multiple contacts of the supra-orbital leads had invalid or low impedance. It was also reported that the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and the patient lost therapy. As a result, surgical intervention occurred to explant and replace the system to address the issue.